Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("I bleed everyday for 9 months straight") in a 37-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included migraine, multigravida and parity 5. Previously administered products included for birth control: oral contraceptive nos and mirena. Concurrent conditions included ovarian pain, vaginal bleeding, stress, anxiety, vaginal bleeding, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included baclofen, codiphen (fiorinal codeina), estrogen nos (estrogen), ibuprofen (motrin), meclozine (meclizine), medroxyprogesterone acetate (depo-provera) and sufentanil citrate (sufentanil narco-med). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines"), dysgeusia ("metal taste in mouth"), psoriasis ("psoriasis"), headache ("headaches") and urticaria ("hives on abdomen,neck, and legs"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disease"), the second episode of menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding (menorrhagia)/prolonged menses"), pruritus ("excessive itching"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain / pinching pain"), abdominal pain ("abdominal pain"), rash ("rashes") and groin pain ("groin pain"). The patient was treated with surgery (underwent a bilateral salpingectomy/hysterectomy (full)/salpingectomy (bilateral removal of fallopia). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, alopecia, dysgeusia, urticaria, the last episode of dysmenorrhoea, back pain, pelvic pain, abdominal pain and rash had resolved, the genital haemorrhage, vaginal haemorrhage, psoriasis, headache and groin pain outcome was unknown and the allergy to metals, autoimmune disorder, the last episode of menorrhagia, dyspareunia, depression, migraine, fatigue, pruritus and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, depression, dysgeusia, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, migraine, pelvic pain, procedural pain, pruritus, psoriasis, rash, urticaria, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff s symptoms are mostly resolved. Trailing coils: left- 2. Right-2. Patient had chronic pelvic pain and ultrasound findings of a left ovarian complex cyst. She had essure coils and she feels that this may be related to it as her pain is in both adnexa concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, menorrhagia , pelvic pain, back pain, device monitoring procedure not performed concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: genital haemorrhage, groin pain" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a 37-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's past medical history included migraine. Previously administered products included for birth control: oral contraceptive nos and mirena. Concomitant products included baclofen, codiphen (fiorinal codeina), ibuprofen (motrin), meclozine (meclizine), medroxyprogesterone acetate (depo-provera) and sufentanil citrate (sufentanil narco-med). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines"), dysgeusia ("metal taste in mouth"), psoriasis ("psoriasis"), headache ("headaches") and urticaria ("hives on abdomen,neck, and legs"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disease"), the second episode of menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), the third episode of menorrhagia ("prolonged menses"), pruritus ("excessive itching"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and rash ("rashes"). The patient was treated with surgery (underwent a bilateral salpingectomy/hysterectomy (full)/salpingectomy (bilateral removal of fallopia). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, allergy to metals, autoimmune disorder, the last episode of menorrhagia, dyspareunia, depression, migraine, fatigue, pruritus and procedural pain was resolving, the alopecia, dysgeusia, urticaria, the last episode of dysmenorrhoea and rash had resolved and the vaginal haemorrhage, psoriasis, headache, back pain, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, depression, dysgeusia, dyspareunia, fatigue, headache, migraine, pelvic pain, procedural pain, pruritus, psoriasis, rash, urticaria, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea, the second episode of menorrhagia and the third episode of menorrhagia to be related to essure. The reporter commented: plaintiff s symptoms are mostly resolved. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received -plaintiff fact sheet was received - reporter and patient dempgraphic added. Lot number 927080 added. The following events were provided:. Vaginal haemorrhage, menorrhagia, psoriasis , headaches, hives, dysmenorrhea, back pain, pain , abdominal pain , rashes ,did not have confirmation test performed following insertion of essure micro-inserts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("I bleed everyday for 9 months straight") in a 37-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included migraine, multigravida and parity 5. Previously administered products included for birth control: oral contraceptive nos and mirena. Concurrent conditions included ovarian pain, vaginal bleeding, stress, anxiety, vaginal bleeding, ovarian cyst and dysfunctional uterine bleeding. Concomitant products included baclofen, codiphen (fiorinal codeina), estrogen nos (estrogen), ibuprofen (motrin), meclozine (meclizine), medroxyprogesterone acetate (depo-provera) and sufentanil citrate (sufentanil narco-med). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced the first episode of dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression"), migraine ("migraines"), dysgeusia ("metal taste in mouth"), psoriasis ("psoriasis"), headache ("headaches") and urticaria ("hives on abdomen,neck, and legs"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disease"), the second episode of menorrhagia ("abnormal, heavy menstrual bleeding / abnormal bleeding (menorrhagia)/prolonged menses"), pruritus ("excessive itching"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain / pinching pain"), abdominal pain ("abdominal pain"), rash ("rashes") and groin pain ("groin pain"). The patient was treated with surgery (underwent a bilateral salpingectomy/hysterectomy (full)/salpingectomy (bilateral removal of fallopia). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, alopecia, dysgeusia, urticaria, the last episode of dysmenorrhoea, back pain, pelvic pain, abdominal pain and rash had resolved, the genital haemorrhage, vaginal haemorrhage, psoriasis, headache and groin pain outcome was unknown and the allergy to metals, autoimmune disorder, the last episode of menorrhagia, dyspareunia, depression, migraine, fatigue, pruritus and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, depression, dysgeusia, dyspareunia, fatigue, genital haemorrhage, groin pain, headache, migraine, pelvic pain, procedural pain, pruritus, psoriasis, rash, urticaria, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff s symptoms are mostly resolved. Trailing coils: left- 2. Right-2. Patient had chronic pelvic pain and ultrasound findings of a left ovarian complex cyst. She had essure coils and she feels that this may be related to it as her pain is in both adnexa concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, menorrhagia , pelvic pain, back pain, device monitoring procedure not performed concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: genital haemorrhage, groin pain" most recent follow-up information incorporated above includes: on 7-jun-2018: events- "I bleed everyday for 9 months straight, groin pain " added from social media report. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disease"), the first episode of menorrhagia ("abnormal, heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), depression ("depression"), migraine ("migraines"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), fatigue ("fatigue"), pruritus ("excessive itching") and procedural pain ("painful post-operative recovery "). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, allergy to metals, autoimmune disorder, the last episode of menorrhagia, dyspareunia, depression, migraine, alopecia, dysgeusia, fatigue, pruritus and procedural pain was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, migraine, procedural pain, pruritus, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff s symptoms are mostly resolved. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.